Event description:
A malfunction on a customer's pump was reported, with no significant events occurring before the issue. There was no adverse impact on the customer's blood glucose level. Although the malfunction occurred at least three times previously, the customer had not reset the pump for this specific incident. Tandem technical support helped the customer reset the pump for immediate use and arranged to send a replacement pump. The customer continued using the current pump but planned to use an alternate method if needed.